Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both tibial and talar components for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could not be confirmed, based on available CT scans and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: tibial components are intact. Some radiolucency around the mid stem and base stem components, not around the top stem. No signs of gross wear of pe observed. Talar component has subsided. CT scan show overall poor bone quality after subtalar arthrodesis (fusion) based on the assessment of available CT scans tibial components are intact. Hence, more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both tibial and talar components for reasons that are not available at the time of this report.